Event description:
Pt had v-fib arrest. Attempted x2 to defibrillate, but defibrillate would not charge. Spare machine was brought in and pt defibrillated successfully. Pt recovered.

Event description:
Add'l info rec'd from MFR 7/25/02: the device was repaired and returned to the customer.